Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube was opened to add saline and when attempting to put the stopper back on it popped off and wouldn't secure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-aug-2025. Investigation summary: bd received four samples for investigation. One of these samples was received with the cap already removed, so only the remaining three samples could be tested. The three customer samples underwent functional tests, with two of the three samples resulting in stopper issues. Additionally, 29 retained samples were tested, with 11 of these also showing stopper issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, the stopper of one tube was opened to add saline and when attempting to put the stopper back on it popped off and wouldn't secure. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.